Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer had navigated to the bolus request screen but was unable to complete a bolus request as they currently had insulin on board (iob) from a previous bolus and did not exit the screen. The customer's blood glucose level was 382 mg/dl. Tandem technical support confirmed the customer's blood glucose level had stabilized to 151 mg/dl.